Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a g136 cavitron plus they allege that there was a water leak, then the next day no water and the handpiece gets hot. No injury resulted.

Manufacturer narrative:
Root cause is unknown as no product was returned by the customer after two attempts were made. This complaint will be closed but will be reopened if product is returned.